Manufacturer narrative:
Insulin pump passed functional test including prime/compromised force sensor system, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Cracked reservoir tube lip and minor scratches on display window were noted during visual inspection.

Event description:
The customer reported via phone call that she experienced a high blood glucose of 562 mg/dl. She treated her high blood glucose level with a shot of insulin. The tubing was completely occluded. The high pressure test did not pass. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.